Manufacturer narrative:
The device was received for evaluation. During functional testing, the "display inoperable" was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged display. The liquid crystal display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with an inoperable display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.